Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the blade guard was twisted. The user also reported the foot plate was bent. No other details regarding the nature of the event were provided. Since the event occurred after cardiopulmonary bypass procedure, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.